Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported prior to injection patient was pretreated with "dermomar" alcohol and chlorhexidine and then injected to the "lagrimal groove", malar region, nasogenian folds, nasolabial folds, and lip mentolabial folds with juv&#580;erm ultra&#63512;c. A few months later patient developed late hypersensitivity in use of juv&#580;erm ultra&#63512;c in nasogenian fold and lower eyelids with angioedema in different sites of injection. Patient returned to the physician with "increase of volume with discreet location tingling" and perioral edema in right side, mandibular region. Patient had edema in the side region, edema of the eyelids, lips edema, and edema in the perioral region. It was reported there is no edema at the injection sites. Patient also reported to the physician that 2 weeks ago they had lip edema that lasted several hours. The physician prescribed ciprofloxacin and prednisolone to "cover the possibility of the product and biofilm migration." Patient underwent an echography which showed "sc" edema of the right perioral region without apparent "nodulesm" suggesting inflammatory changes. Five days later patient had right upper eyelid edema and was prescribed loratadine. Symptoms have regressed but are ongoing. Patient was taking diminut at the time of injection.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of angioedema, tingling, biofilm, and inflammatory changes are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of angioedema, tingling, biofilm, migration, and inflammatory changes as follows: contra-indications: ¿ "do not inject juvéderm ultra¿ xc in the eyelids. The application of juvéderm ultra¿ xc in the undereye area is to be performed only by specialists specifically trained in this technique who have a sound knowledge of the physiology of this particular area." Precautions for use: ¿ "as a matter of general principle, injection of a medical device is associated with a risk of infection." Undesirable effects: "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. ¿ cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. ¿ patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops to their medical practitioner as soon as possible. The medical practitioner should treat these as appropriate."

Event description:
Healthcare professional reported prior to injection patient was pretreated with "dermomar" alcohol and chlorhexidine and then injected to the "lagrimal groove", malar region, nasogenian folds, nasolabial folds, and lip mentolabial folds with juvéderm ultra¿ xc. A few months later patient developed late hypersensitivity in use of juvéderm ultra¿ xc in nasogenian fold and lower eyelids with angioedema in different sites of injection. Patient returned to the physician with "increase of volume with discreet location tingling" and perioral edema in right side, mandibular region. Patient had edema in the side region, edema of the eyelids, lips edema, and edema in the perioral region. It was reported there is no edema at the injection sites. Patient also reported to the physician that 2 weeks ago they had lip edema that lasted several hours. The physician prescribed ciprofloxacin and prednisolone to "cover the possibility of the product and biofilm migration." Patient underwent an echography which showed "sc" edema of the right perioral region without apparent "nodulesm" suggesting inflammatory changes. Five days later patient had right upper eyelid edema and was prescribed loratadine. Symptoms have regressed but are ongoing. Patient was taking diminut at the time of injection.

Event description:
Additional information: symptoms resolved a little less than a month after onset.